Event description:
On (B) (6) 2009, this patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B) (6) 2009, a follow-up computed tomography angiography scan revealed contrast was noted at the level of the overlap between the two gore tag devices. On (B) (6) 2010, an intervention was performed. According to pre-operative images, there was no evidence of a type iii endoleak. However, the physician chose to implant an additional gore tag thoracic endoprosthesis on the overlap between the existing gore tag devices. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted on (B) (6) 2009 and involved in this event: tgt3115/(B) (4).